Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose levels on (B)(6) 2011 - (B)(6) 2011 of 350 mg/dl and 420 mg/dl. Pt normal blood glucose range is 80-100 mg/dl. Pt stated, she changed the infusion set 4 times and corrected via the infusion device and pen. Pt reported on (B)(6) 2011 she switched to the backup infusion device and her blood glucose level returned to normal. Pt stated, she was able to get her blood glucose level under control by herself. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.